Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to obtain the following information but have not been received. The device has not been received. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following information: is a photo available of the patient reaction? Name of procedure? Date of procedure? Date of reaction? Was there any other treatment provided (reoperation; reclosure; prescriptions; antibiotics prescribed) in addition to steroids to address reaction? If so, please provide details. Please indicate any medical or surgical interventions performed. Please describe how was the adhesive was applied. Was the ¿bottle photo¿ of the prep used for this patient (povidone-iodine paint)? What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID; age or date of birth; bmi; patient pre-existing medical conditions (ie. Allergies, history of reactions) does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails). Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient condition?

Event description:
It was reported patient underwent an unknown procedure on an unknown date in 2020 and surgical sealant was used. The patient returned post-op visit with severe rash around the incision site and is consistent around the wound site and tape. Administered oral steroids for relief. Additional information was requested